Manufacturer narrative:
The pump passed the displacement and rewind tests. However, the pump gave a compromised force sensor alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump had a missing end cap sticker, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a peeling address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was in 300 mg/dl range. Troubleshooting for the alarm was performed. Customer advised that the dome label is missing and that they are using an older insulin pump. Customer advised that during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.